Event description:
Updated clinical narrative: the patient expired following withdrawal of care. The death is being conservatively reported; however, the outcome is more likely attributable to the patient¿s underlying acute myocardial infarction, cardiogenic shock (society for cardiovascular angiography and interventions (scai) stage d), and overall critical clinical condition. Clinical narrative: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 68-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), there was suspected clot ingestion. The motor current (mc) was flat and flow saturation. The patient was not on any anticoagulation due to a high international normalized ratio (inr). Bivalirudin was started. Plasma free hemoglobin and lactate dehydrogenase (ldh) increased. The team and surgeon were aware. Not planning any further devices or procedures due to the patient's poor prognosis. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-4 at 2.2l/min with d5w sodium bicarbonate in the purge solution. Thrombus (thrombosis) can occur due to inadequate anticoagulation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of high or saturated pump flow issue was not determined due to no product/logs being returned for the investigation and with insufficient clinical details.